Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured 09/30/1991 and was last repaired on (B)(6) 2001 for a non-related issue. Evaluation of the device observed damage to the control bar, and nicks to and along the leading edge of the head. Additionally, the ears of the head were worn. It was noted that an old style thickness control lever was on the device. The master blade was flush and the device operated within the rpm specifications. The complaint of "no power in the handpiece" was not reproduced. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left and right side. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that there was no power in the zimmer air dermatome handpiece. Additional clinical follow up with the customer indicated that there was no power to the handpiece even when the power hose was changed. The device was being used with wall nitrogen at a setting of 100 psi. It was also reported that the device sounded abnormal when turned on and made an "air leak sound." There was no patient injury, medical intervention and an additional device was available on-site to complete the procedure. Surgery time was extended by 10 minutes to retrieve the second device and test another hose.